Event description:
It was reported the programmer "froze" during device interrogation. The programmer was turned off and it froze again. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The programmer powers up ok with no error. Programmer cooling fan is noisy. Tip of stylus pen is loose.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.